Manufacturer narrative:
D9. Date returned to mfg: 03-apr-2024 h3. & h6. Investigation codes: updated investigation summary: one 6.0 fixed tts device with a custom angle and a swivel connector was received for evaluation. The unit was internally measured ~12 degrees, then measured again, though it was recorded to be in the single digits. Based on this, it was concluded to manufacture the process aide at 18 degrees, which provided favorable results in the past. In addition, a keyence measurement system on site was used to better measure angles with less subjectivity. Angles were noted at 108.15. This was because the angle was being measured from the x-axis. From the y-axis, the angle is 90 degrees less ¿ hence the 18.15 measurement. The length of the shaft was measured to be 44.5 mm. The investigation determined that the device was made to the manufacturing requirements. The complaint could not be confirmed, and the root cause was undetermined. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
B3: date of event is unknown. H3 other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the unit was unusable for both angle and length (17 degrees and 1.596 l). There was patient involvement and no patient harm/adverse event reported.